Event description:
It was reported that the caregiver was raising the bed and experienced an electrical shock. It was also reported by our field tech (B)(6) that the power cord was allegedly altered.

Manufacturer narrative:
Result: stryker service technician discovered the power cord had been altered with a different plug, which was loosely attached to the cord. Cord was replaced.